Manufacturer narrative:
(B)(4). One companion sample was received in reference to the reported system error (se) 2240 alarm. The companion set was in its original packaging. The cassette was placed on a machine for priming and run with no alarms noted. No manufacturing abnormalities were noted during visual inspection. This report was not confirmed in the lab. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The caregiver (cg) contacted global technical services (gts) regarding a system error (se) 2240 alarm which occurred on the homechoice (hc). The cg confirmed he cleared the alarm prior to calling. The technical service representative (tsr) asked the cg if he had started over with new supplies. The cg stated he was starting over with new supplies for the current therapy. The tsr explained se 2240 indicates air entered the set up and further advised that new supplies must be used otherwise the se 2240 error would continue. The tsr reviewed proper procedures per user manual with the cg. On (B)(6) 2011 product surveillance spoke with the home patient (hp) who stated that she was able to complete therapy with the new supplies. The hp stated she did not see any defects with the original cassette. The hp did not recall if she was connected at the time of the alarm. There was no patient injury or medical intervention reported.